Manufacturer narrative:
A class ii recall was initiated on august 6, 2012 for the package integrity issue. (B)(4).

Event description:
E-mail reporting a new customer`s claim about an infection of a shoulder after a surgery with twinfix and footprint anchors. Multiple revisions were performed to debride, lavage and remove infectious material and anchor. Below is surgeon's short summary reports on course of occurrence on (B)(6) 2011: diagnosis of rupture of rotator cuff. On (B)(6) 2011: surgery at (B)(6) use of two twinfix titanium and foot print anchor (peek). No special particularities, but flush of left eye. On (B)(6) 2011: puncture of shoulder after growing pain. Sanguineous-serous material retrieved out of the joint. On (B)(6) 2011: arthroscopic revision due to remaining pain. Lavage between (B)(6) 2011 and (B)(6) 2012 diagnosis: 'infection of shoulder.' On (B)(6) 2012: revision surgery, debridement and lavage of shoulder joint. On (B)(6) 2012: surgery due to flush and swelling of shoulder. Stab incision in shoulder lavage. No purulence. On (B)(6) 2012: bursectomy surgery: arthroscopic removal of one anchor. Show signs of inflammation.